Event description:
On (B)(6) 2007, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The ipsilateral side of the trunk component was placed 2 cm into the common iliac artery (cia), although the instructions for use state to use 3 cm of length into the cia. In (B)(6) 2009, a distal type I endoleak was identified on the trunk with CT, then a subsequent angiogram on (B)(6) 2009, showed that the ipsilateral side of the trunk had migrated into the aneurysm sac. On (B)(6) 2009, the endoleak was resolved with placement of a contralateral leg. The pt is doing well.